Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's father that while the patient was charging his controller, the controller's charging port and charger burned. The father confirmed they were using the cable supplied with the controller to charge the device. Blood glucose levels were not reported to have been impacted by thermal issue at time of call.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.